Manufacturer narrative:
The device was not returned for evaluation. The complaint for balloon burst was unable to be confirmed. The reported event (interaction of the balloon with an old zig covered stent) does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It should be noted that a sapien 3 thv was deployed within a pre-existing thv pulmonic position. Pulmonic procedure in the canada region is currently only indicated for use with a dysfunctional right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve. Therefore, this was off-label operation. The device was used in an off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures using the sapien 3 ultra, the available training materials were reviewed only for information potentially relevant to the device use. As reported, "at the end of the inflation of the balloon with +2cc and the slow technique, it burst. The perceived root cause of the balloon burst was a possible interaction of the balloon with an old zig covered stent in place with multiple protruding wire fractures." The balloon burst could be potentially from multiple factors (i.e. Additional inflation volume, interactions with pre-existing valve etc.). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the pre-existing thv and/or stent can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that the balloon was inflated with a volume of 19 cc. Although the prescribed nominal inflation volume is provided in the IFU, it is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst as such, available information suggests that patient factors (pre-existing thv/stent) and/or procedural factors (over-inflation, off-label use) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our canadian affiliates, during a valve-in-valve procedure in the pulmonic position, at the end of the inflation of the balloon with +2cc and the slow technique, it burst. The system was removed through the esheath with no issue. The valve was post dilated with a 24mm atlas balloon to ensure the full expansion. The outcome of the procedure was successful. The patient did not suffer any injury due to the balloon burst and was noted as to be stable and discharged at home.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Investigation is ongoing. H3 other text : device not returned.